Event description:
It was reported to covidien in 2009, that a customer had an issue with a peritoneal dialysis catheter. Customer states the peritoneal dialysis nurse found the cuff came out from the subcutaneous tissue in 2009, during a routine check. This catheter is still on the pt body. Reintubation was not necessary. Catheter with cuff still on pt. Doctor sutured the original catheter back into the pt.

Manufacturer narrative:
Submit date: 04/24/2009. An investigation is currently underway. Upon completion, the results will be forwarded.